Manufacturer narrative:
(B)(4). A batch review has been performed. The lot met the acceptance criteria for release. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA (B)(4).

Event description:
The facility representative reported a colleague infusion pump with failure code 810:04. It is unknown when this condition occurred. During service at baxter it was discovered that failure code 810:04 was caused by the ail pcb (air in line printed circuit board) was out of calibration. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available.. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4). The aware date was incorrect in the initial medwatch report. The correct aware date for the initial medwatch report is (B)(6) 2010.

Event description:
The facility representative contacted baxter to report an intermate in which ruptured during the end of infusion. There was no adverse event, patient injury or medical intervention associated with this report. There is no additional information available.

Manufacturer narrative:
(B)(4). The device was not sent back to baxter for evaluation. A photo was sent back to baxter for evaluation. The reported condition was confirmed. The root cause for this investigation is in progress.